Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat the onset of scoliosis that occurred after a motor vehicle accident that resulted in the patient becoming paralyzed. Approximately 42 months post-op the patient underwent a revision surgery to have the hardware removed due to the rods were fractured and fusion had occurred with the deformity being corrected. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found multiple films of scoliosis construct with instrumentation as high as t4. This apparently was revised with sublaminar wires as 4 pedicle screws left. Construct then spanned t10-l5. Right rod then fractured below l2 and migrated distally. Rod came to rest with tip within distal sacrum before removal.

Manufacturer narrative:
The rods were returned for evaluation. Macroscopic examination confirms the rods are broken. Microscopic examination of the fracture surface reveals fairly flat fracture surface, with progressive striations, indicative of fatigue. The above observations are consistent with anticipated wear due to high cycle fatigue, resulting in the foregoing event.